Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level was 400 mg/dl. Customer stated she had a shot for sedatives which made her blood glucose went up high when she woke up this morning. Customer stated her blood glucose had gone down to 121 mg/dl at the time of the call. The insulin pump will not be returned for analysis.